Event description:
It was reported that during initial implant, the left ventricular (lv) lead was not used due to high capture threshold. The lv lead was removed and not used. No patient status was reported.